Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the vessel morphology was reported as excessive tortuosity and little calcification. It was reported that the patient presented with abdominal pain and increase in the aneurysm size. An angiography was performed several times and it was determined that there was a tear at the overlap site. According to the physician, the endoleak is related to the fabric tear by looking at the shape and the quantity of the endoleak. Another stent graft (B)(4) was implanted successfully to resolve the endoleak. No clinical sequelae were reported, and the patient is fine. A review of returned angiogram images from a secondary procedure could not confirm any clear endoleak. The contra (left) limb was the bell-bottomed device. The secondary procedure showed a limb was relined just below the gate, extending past the contra limb into the external iliac. Prior to the limb implant there appeared to be some coiling performed within the aaa, but a type ii leak could not be confirmed.

Manufacturer narrative:
Method: film evaluation. Results: endoleak, lack of information. Conclusion: lack of information.